Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Caller reports patient indicated the device has not been working and patient have not used the stimulation. Caller do not know who manages patient's device or how long its not been working. No symptoms were reported. The reason for call was caller said pt said their ins no longer worked or functioned; additional details were unknown. Pt said they needed an MRI of their lower back (to image their lower back where their pain is, not to look at an issue with the ins) but they hadn't charged or used their ins in probably 4-5 years. Pt said they stopped using the ins because they could no longer charge the ins. Pt said they charged up their external equipment and put new batteries in the programmer, but they still couldn't charge the ins or put the device into MRI mode. Agent reviewed possible over discharge with the pt and redirected to doctor regarding MRI eligibility and to address ins. Pt called back stating they just spoke to their MRI department who said they called in last week and got conflicting info of when the pt called in earlier today. Agent reviewed MRI guidelines and discussed possible over discharged ins battery. Pt was redirected to their ins. Agent closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.